Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer stated that she had allegedly received third degree burns on her buttock while using a heating pad. The consumer stated that she was a retired nurse, and she had initially treated the injury herself. She stated that after 1.5 months the wound became infected, and medical attention was sought for her injuries. The consumer stated that she was sitting on top of the heating pad at the time that the injury occurred. The instructions for proper use clearly state "danger: if used improperly, this product can cause severe burns to skin, and damage to property.", "do not use while sleeping.", and "this heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz USA, inc. Has requested that the product be returned to our company for testing.